Event description:
Product analysis was completed on the returned generator. The impedance history was reviewed. There were no performance, or any other type of adverse condition found with the pulse generator. Product analysis has not been completed on the suspect device to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns full revision surgery. The explanted generator and lead were received by the manufacturer. Product analysis has not been completed on the suspect device to date. No additional relevant information has been received to date.

Event description:
The patient's gender and date of birth were provided in the implant card. No other relevant information has been received to date.

Manufacturer narrative:
A2 & a3. Patient information ; corrected information ; initial MDR inadvertently omitted information known prior to submission b5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
Product analysis was completed on the returned lead. The reported ¿lead fracture¿ was not verified in the returned lead portions. Pitting was noted on the connector pin surface. No obvious adverse effect was identified on the device performance as a result of this condition. Abrasions were noted on the outer silicone tubing in multiple locations; however, there were no abraded openings. Three sets of setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection was present between the generator and lead. The lead coils appeared cut and kinked near the electrode bifurcation. The electrode ribbons appeared tangled and bent. The dried remnants of body fluids were found within the lead electrodes. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional relevant information has been received to date.

Event description:
It was reported that approximately 1.5 weeks after the patient was implanted with vns high impedance was seen. X-rays were taken and sent for review (along with an x-ray image from the date of implant that was taken to verify the proper implant location for the generator). Tablet data was also provided for review. Due to the angle of the generator it could not be confirmed if the connector pin was fully inserted into the generator. The feedthrough wires appear to be intact. When comparing the x-ray from the date of implant to after high impedance being seen the generator appears to have been flipped 180 degrees from the initial position, and a significant portion of the lead appears to be coiled behind the generator. This could be indicative of patient manipulation of the generator. Based on the x-rays received, the cause for the high impedance could not be determined. It is possible that the generator being flipped could be causing undue stress on the leads, which could result in a lead fracture or the connector pin being pulled out from the generator header; however, this cannot be confirmed based on this x-ray review alone. The presence of a microfracture or a discontinuity in the lead portions that are not visible cannot be eliminated. Decoder was created and reviewed. The impedance was high the day after implant. The fluctuating impedance indicates possible partial fracture of the lead, or possible loose pin connection between the generator and lead. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.